Event description:
It was reported that the there was evidence of oversensing. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was evidence of oversensing and that a lead integrity alert triggered. The device was explanted and replaced as the patient was upgraded to a bi-ventricular implantable cardio defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: no lead impedance anomalies were found. Atrial impedance recorded a value of 4047 as a max reading the first week of the recording but subsequent values were consistent. Interference/noise was noted. The lifetime ventricular sensing integrity counter is 231183. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that the there was evidence of oversensing and that a lead integrity alert triggered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: no lead impedance anomalies were found. Atrial impedance recorded a value of 4047 as a max reading the first week of the recording but subsequent values were consistent. Interference/noise was noted. The lifetime ventricular sensing integrity counter is 231183. A high value of this count can indicate a possible intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: no lead impedance anomalies were found. Atrial impedance recorded a value of 4047 as a max reading the first week of the recording but subsequent values were consistent. Interference/noise was noted. The lifetime ventricular sensing integrity counter is 231183. A high value of this count can indicate a possible intermittency in the system.